Event description:
Patient is having reoccurring service error codes. They are getting more frequent since initial patient report. Wcd role in the event is pending evaluation of to-be-returned device.